Event description:
New information noted the atrial lead exhibited a failure to capture. The atrial lead was repositioned. The patient was recovering following the procedure.

Event description:
It was reported the atrial lead had dislodged via review of x-ray. No electrical anomalies were seen. The atrial lead was repositioned successfully with good electrical measurements on (B)(6) 2023. The patient was discharged in stable condition. On (B)(6) 2023, a transmission was sent showing normal device function. An ER physician noted that the patient had a pleural effusion with chest pain. The patient was transferred to another hospital with a possible perforation. The condition of the patient is not known. No further information was received.